Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic sigmoid resection procedure, the power of the subject device turned off because the main power cord of a mobile workstation (wm-np2) equipped with related devices contained the subject device, was disconnected via a power transformer. The medical engineer of the user facility re-plugged the main power supply cord and all of devices were restored, and the intended procedure was contained and completed. There was no patient injury associated with this report. (This report is for otv-s300/ video processor which had been installed on the mobile workstation (wm-np2)).

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.